Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and a confirmed e70 error alarm in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind basic occlusion, prime and displacement tests. The insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motor error, and motor position encoder error alarm with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer's most recent blood glucose was 150mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.